Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had vibrations or beeps without message in display. Customer stated that no buttons were pressed or accidentally pressed, there was no other pump, cell phone microwave or anything else nearby that beeps, pump was not suspend, no alarms in memory as well as no flickering notification light. Customer's blood glucose as unknown at time of incident. Insulin pump will not be return for analysis.